Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up. It was noted that the patient experienced phrenic nerve stimulation from the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure, and the issue was resolved.